Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the customer provided images found labelling confirming the product identification information. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured on the distal end, the sutures are not connected to the device and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. This case reports that not all of the fractured anchor was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The footprint ultra suture anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the footprint ultra suture anchor was fractured, and could not be removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported.